Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. An access hole was cut into the instrument body for visualization of the firing rack. Visual inspection of internal components revealed sheared teeth on the firing rack at site of initial firing post clamp up. The instrument was successfully loaded with the device. Functionally, the instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic procedure, the device was unable to fire. They opened a new device to complete the case and resolve the issue. The patient outcome was unknown.